Manufacturer narrative:
Estimated date of event. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a calcified common femoral artery was attempted with proglide devices using the pre-close technique with a 6f sheath prior to an interventional procedure. Reportedly, the sutures of the first proglide device were successfully pre-placed. When an attempt was made with three (3) additional proglide devices all three had no suture present when the needle plungers were removed after deployment. The sutures of a new proglide device were successfully pre-placed. The sheath was upsized to a sheath greater than 8.5f and the interventional was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture present when the needle plunger was removed¿ was observed as a link detachment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.